Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 500 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was unknown. Customer blood glucose reading at the time of the incident was 500 mg/dl. Customer had 400 mg/dl and 45 mg/dl blood glucose reading. Customer was experiencing 45 mg/dl blood glucose reading. Customer reported they have contacted their healthcare provider regarding the high blood glucose reading. Customer treated the high blood glucose reading with shot. Customer reported site is changed every 2-3 days. Customer reported drive support was normal. Customer was unable to remove and change the set. Customer declined to check for air bubbles and leak. Customer reported basal rates were programmed accurately. Customer did not visit endocrinologist. Customer did not perform high pressure test. Products will not be returning for analysis.